Event description:
Information received from a journal article indicates a study size of 145 taperloc total hip procedures performed between 1983 and 1985. Of the 145 hips, fourteen stems were revised, with one being due to aseptic loosening. Nine stems were removed during revision of the acetabular components. Four stems were revised following late epsis. Osteolysis was identified in eight hips. No further information has been received to date.

Manufacturer narrative:
Event date - multiple event dates. Implant date - multiple unknown implant dates. Explant date - multiple unknown explant dates. (B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Under adverse effects, it states, "early or late loosening of total hip replacement components has occurred." Also under adverse effects, it states, "metal sensitivity reactions in patients following total joint replacement have rarely been reported." The product and lot identification necessary to review manufacturing history was not provided.